Event description:
A (B)(6) pt underwent nanoknife treatment to the liver on (B)(6) 2010. During a 5-day pt f/u, the treating physician noted that the treatment zone was greater than intended. An approximate 3cm ablation was intended per the treatment predicator, the treatment zone looked to be about 5 cm. No pt effects resulting from this were communicated. The procedure case notes state there was a defective output #4 that was bypassed and high current conditions.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order opened on the date of this event, however, the service order did not link to this reported pt event. The cause of the larger ablation zone could not be determined. This event will be trended and monitored by angiodynamics complaint handling dept. Internal complaint # (B)(4).